Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, while there is not enough information to determine the cause the worsening regurgitation, cardiac remodeling may have contributed to the worsening pvl. The patient¿s death may have been the result of pulmonary edema and cardiac decompensation. There was no allegation or indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), approximately 4 years post deployment of a 26mm sapien 3 valve in the aortic position, the patient was hospitalized due to congestive heart failure or worsening of congestive heart failure with pulmonary edema, ¿strong¿ aortic regurgitation, and cardiac decompensation. The patient was treated with medication. Unfortunately, three (3) days post admission, the patient expired. The native annular diameter measured 26mm. No information regarding the degree of native valvular calcification was provided. Per medical opinion, the patient death was possibly related to the implanted valve. It was also speculated that the cause of the event may have been related to a ¿worsening of a preexisting condition¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.